Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer experienced high blood level. Customer's blood glucose value was 500 mg/dl at the time of the incident. The current blood glucose was 260 mg/dl. No insulin coming out through tubing. The reservoir was empty. The device will not be returned for analysis.